Event description:
Caller reported a malfunction on the pump, specifically a malf 0 code. There was no adverse impact to the customer's blood glucose level. Caller was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was instructed to continue using the pump and to contact technical support again if any future issues arise. No additional information was provided regarding the customer's outcome or actions beyond those mentioned.